Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient stating certain electrodes were having issues, and they mentioned some swelling which triggered settings not available.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they are getting a settings not available message on their controller. Patient stated they have tried resetting the controller and turning the stimulation off and back on, but the message continued to appear. Patient mentioned they were in pain all day yesterday, so they charged the ins and controller to 100% and checked their settings. Patient service specialist reviewed meaning of the message. During the call, patient confirmed they are in group a. Patient switched to group b and could feel stimulation in group b; settings could be adjusted in group b and c. Pt said they had never used group c and when they switched to group c on the call, pt said they could not feel anything in group c. The patient was redirected to their hcp/rep for further assistance. Additional information was received from the manufacturer representative (rep) reporting that they were in a meeting with the patient today (2023-11-17) as patient saw settings not available screen and had called into "customer service" last week. Reviewed meaning with caller and possible causes. Caller noted patient's ins was at 20% currently. Caller had checked impedance values and noted none were out of range. Caller had decreased rate. Caller had forced oor to show on handset again by increasing stim. Caller will adjust or add a group to see if ins can last longer as patient is reporting that it drained fast last night but patient uses 4 programs all day. It was reported there were high impedances. Electrode two and three said do not use impedance number at 40,000. Same in connectivity check. Issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported patient was getting an oor. Electrode 2 and 3 greater than 40,000. Rep reprogrammed around it and she was then able to turn up her system. Rep did just get a call from patient today and she is having the same issue again. Settings unavailable on all three groups. A coworker is meeting with her today. It was not an issue of her battery draining because she increased. Rep believe it was due to a poor impedance which did not reveal itself to us right away.